Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) level in the 40s(mg/dl). The customer alleged the control iq software delivered more insulin than intended. Tandem technical support reviewed the pump logs and found the control iq software delivered insulin as intended in response to consumed juice. Recommendation was made to consult with healthcare provider regarding diabetes management. The customer required assistance from contact with transportation to home. Customer consumed carbohydrates to address bg level.